Event description:
It was reported that the insulin pump had missing segments/partial display. Customer stated there were lines going across the screen and it was difficult to read the screen. Customer current blood glucose was 102 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. The customer was advised that we would be sending samples of silhouette infusion sets and serter. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked connector at lcd interface board. The insulin pump passed functional testing. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, scratched lcd window, cracked case at display window corner, reservoir tube cracked and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.